Event description:
It was reported that during an "epbd" procedure the basket tip detached inside the patient. The target stones were in the common bile duct (cbd). An "est" procedure was attempted with unspecified devices but aborted as "there was diverticulum". "Epbd was performed and the nipple was dilatated (6mm x 4cm)". The physician then attempted to crush the stones using a non-bsc basket; however, the basket was unable to "catch a stone 20mm x 15mm in size". The non-bsc basket was exchanged for an rx lithotripter compatible basket. The physician attempted to crush the stone; however, the stone could not be crushed and the tip of the rx lithotripter compatible basket detached inside the patient. Attempts to retrieve the detached tip with a non-bsc basket and an unspecified balloon were unsuccessful. A non-bsc device was deployed and the procedure aborted. The tip is expected to be removed when the patient undergoes a cholecystectomy procedure scheduled on an unspecified date. The patient's current condition is unknown.